Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation and the patient experienced pericardial effusion that required pericardial puncture and surgical intervention. Patient also experienced cardiac arrest that required "cardiac massage". Before this event, the patient came in the lab for an svt ablation. The physician created a 3d shell with a decanav catheter and then with the ablator (4mm df catheter). After the ep study, the physician established it was an atrioventricular nodal re-entrant tachycardia (avnrt) arrythmia. The physician marked the his location with the ablator, and then went in the slow pathway area. The impedance was around 130-140 ohms. At the 4th lesions, they had an alarm on the smartablate. The impedance cut off value was exceeded. Impedance was at 320 ohms. They did not have a carto graph, any drop or sudden high impedance. The physician did not feel a steam pop on the catheter handle. The staff went to validate the grounding pads placement which were well connected and well placed on the patient's skin. The physician changed location of the ablator catheter to a lower impedance (130-140ohms) and continued the procedure. No other event during the procedure. After the procedure, in the recovery room, the patient's blood pressure dropped, and she had a pericardial effusion. The patient required pericardial puncture. The patient received a cardiac massage, was intubated, and was eventually brought to the operating room to have a chest window to see if there was a perforation in the heart. However, there was no view of perforation. The physician believed that the 4-pole catheter in the right ventricle perforated the ventricle. Patient fully recovered; however, required extended hospitalization.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 16-dec-2024 and it was reported that no cardiac perforation has been seen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).